Event description:
Philips received a complaint on the v60 ventilator indicating that the alarm sound was lower than expected. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) reviewed the event log with the customer and several clinical alarms were logged at the time of the reported alarm issue. The rse had the customer verify that the device did alarm, but the sound was very low. The alarm volume setting was found to be set to 3. The rse had the customer increase the alarm volume setting to 10 and the alarm was now as loud as the customer expected it to be. The rse had the customer review the alarm volume escalation and the setting was found to be disabled, the rse had the customer enable the alarm volume escalation and informed the customer to communicate to the respiratory therapist (rt) that the settings should be enabled on all of their v60s. This device issue is considered user error, as the user did not adjust the alarm volume to their preferred level and the device was found to alarm as expected when the remote troubleshooting was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.